Event description:
It was reported that the patient underwent anterior pelvic floor repair procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced a post-operative hematoma, pain and mesh erosion. The patient is scheduled for reoperation. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.